Event description:
It was reported that the patients ipg incision was not completely closed. The physician decided to explant the spinal cord stimulator (scs) system to reduce the risk of infection. The patient was also prescribed antibiotics to prevent infection. The explanted device components were not returned.

Manufacturer narrative:
Date of event: exact date unknown, event occurred a couple of weeks ago from the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7115931 / 7115861; product family: scs-lead fixation, upn: m365sc43160, model: sc-4316, batch: 29532511.